Event description:
Ambu used to assist pt respirations in recovery room did not work. Pt's o2 saturation decreased to 30's. Per recovery nurse mgr, a rubber diaphragm which should be attached to the valve was not attached. Pt required re-intubation.